Manufacturer narrative:
This initial medical device report (MDR) is being submitted late due to a retrospective review conducted through CAPA 10308384. The delay in submitting this MDR is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. As recommended, we have included the CAPA reference for the retrospective review in the additional manufacturer narrative section. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-apr-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the system was unable to launch the application. A technical support specialist remotely accessed the station, confirmed the application did not launch, and applied a knowledge article 000011541 to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported when using the bd pyxis¿ anesthesia station es had a black screen with unusual message. After the reboot, a box popped up, with the debugging window and an option to close the program. The customer rebooted again, and the black scree reappeared. The customer also stated that they have carefusion screen, but the application was not launching. This malfunction caused a delay in therapy; the customer needed to take out the medication from another pyxis machine. There were no adverse events or injuries reported based on this incident.